Event description:
An alarm was heard and confirmed by telemetry. Telemetry confirmed a low reservoir alarm was occurring. The pump was refilled. A volume discrepancy was also found; actual residual volume (arv 7 ml) was greater than the expected residual volume (erv1.1ml). The pt had no therapeutic effect. Additional info has been requested from the healthcare provider.